Event description:
During review of the patient's programming history, it was observed that a programming anomaly occurred. On (B)(6) 2014, a system diagnostic test was performed which changed the settings to unintended parameters indicating that the test likely did not complete. Final interrogation was not performed at that office visit, and the settings were not corrected prior to the patient leaving the clinic. On (B)(6) 2014, the next time the generator was interrogated, the settings were different than intended. The settings were then corrected at this visit.

Manufacturer narrative:
Analysis of programming history performed.